Event description:
The hospital reported that during preparation for coronary artery bypass procedure, when the package was opened it was observed that one of the feet on the acrobat-I stabilizer was broken. The hospital did not report any patient effects.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported lot number. There was no nonconformance recorded in the lot history. There are no other similar complaints reported against this batch. (B)(4).